Event description:
Initial and additional info received from a consumer on 06/16/2010 & 06/17/2010: a (B)(6) male with a history of (B)(6) and lipoatrophy received a total of 10 cubic centimeters (cc) of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] six to seven years ago and again in the latter of 2008 or early 2009 for treatment of lipoatrophy. He received 5 cc's of injectable poly-l-lactic acid in his temples and 5 cc's in his cheek lines. In (B)(6) 2010, he noticed lumps on his face (left and right cheeks) at the injected areas that were visible. He described the measurement of one lump as 6.35 millimeter (mm), another as 12.7 mm and three others under 5 mm. He also described the lesions as red and swelling at first but had resolved at an unk time. At the time of this report, a biopsy had not been performed and the nodules remained ongoing. Concomitant medications were reported (nos). Medical history reported as no known allergies. No further relevant info reported.